Event description:
It was reported that an unspecified malfunction occurred. The customer's blood glucose level. Technical support decided to replace it. The customer was instructed to use multiple daily injections as a backup therapy and was guided on how to put the pump into storage mode before returning it. The customer acknowledged the instructions and agreed to return the faulty pump with a pre-paid label within ten days.